Event description:
The company was informed that the patient developed hand, foot and mouth disease 3 weeks after initial implant surgery. The pat had erupted vesicles over the implant site that discharged (koebner's phenomenon). The pt was hospitalized from (B)(6) 2013 to (B)(6) 2013. The implant site became chronically inflamed and the pt was allergic to all antibiotic treatments. The pt had wound debridement and washout in (B)(6) 2013. The pt's device was explanted on (B)(6) 2013. Reimplantation surgery will be considered at a later date.